Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Cmrm6122 absorbable envelope implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the patient was also implanted with an absorbable envelope.